Event description:
It was reported that the customer's insulin pump was frozen. She received a no delivery alarm due to an empty reservoir. She tried to clear the alarm but the buttons were unresponsive. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.